Manufacturer narrative:
A ge service representative performed an onsite investigation. Replacement parts were ordered. No further repair information is available at this time.

Event description:
The customer reported that both monitors intermittently would not start up (no boot). There is no report of pt injury associated with this event.